Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: lens remains implanted, therefore not explanted. Phone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation the doctor discovered a particle behind the lens and removed it. No patient issues or injuries were caused and the lens was implanted successfully. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/14/2019. Device returned to manufacturer: yes. Device evaluation: the particle removed by the doctor associated to the complaint was received on site wrapped in a plastic bag. The pcb00 insertion device was not received and the lens remains implanted based on information provided by the customer. The particle of interest was received attached with adhesive tape to a yellow paper and circled with ink. The particles were sent to our third-party laboratory services provider for analysis obtaining the following summarized results: visual examination revealed a light blue fiber secured to a piece of paper with adhesive tape. The fiber is consistent with polypropylene by comparison with a reference from our library. The manufacturing process contains the controls to identify and discard units with ¿debris/particulates¿. For the light blue fiber material consistent with polypropylene, the complaint reported cannot be confirmed as a manufacturing site related since there are no light blue polypropylene components or materials associated manufacturing process. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.